Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are no longer wearing the aligners due to the immense jaw pain and messing with their bite. They had to see an orthodontist to fix the issue that the byte aligners caused. Patient provided letter of recommendation from dentist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.